Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that multiple batteries were inserted into the pump and the pump screen remained blank with audible sounds. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/13/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on with a blank display screen. The pump cover was removed and no internal damage was found. A new software code was loaded in and the pump was able to display properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.